Event description:
The manufacturer representative reported the patient has stimulation primarily for bilateral foot pain. A programming session was scheduled at the physician's office for decreased stimulation; the patient could only feel stimulation in the right foot. The amplitude before programming was at 10.5. The patient was reprogrammed while sitting but constantly moved around, attempting to stand. The representative explained that different positions can affect how the stimulation feels and suggested the patient remain seated. After programming for the feet was completed, the patient requested the programming be adjusted to also cover her hip. The patient requested the stimulation for the feet remain on while adjusting the stimulation for the hip area. After programming was complete, the patient stood up, then fell and hit her head. The representative notified the hcp, and per clinic policy 911 was called, and the patient was transported to medical center for observation and a CT scan. The patient's right eye was bruised and bloody. During transport the patient's stimulation was off and the patient was instructed not to turn on until testing was complete. The patient was released shortly after the tests were completed. The manufacturer representative followed up with the patient, at the time of the report the patient had no complaints, the stimulation was fine. Additional information has been requested by medtronic from the healthcare professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if additional information is received.